Event description:
It was reported that an ilet user with a freestyle libre 3 plus cgm experienced a scan error when attempting to start a new sensor, resulting in the pump remaining in start sensor and never connecting to the cgm, consistent with an intermittent communication failure involving the antenna/electrical interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem between the ilet and the libre 3 plus during initial sensor pairing, aligned with an intermittent communication failure at the electrical and magnetic/antenna component interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.